Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/8/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on (B)(6) 2019. The device was explanted and replaced with unspecified 750cc silicone gel implants on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 4/3/2019. The patient's explant has been cancelled. At the time of this report, mentor has received no information regarding an expected explantation date. Is required intervention- unchecked. Is other serious- checked. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/17/2019. Device evaluation summary: according to the reported information a deflation of the breast implant occurred. The analysis results show that the device appeared intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The instructions for use states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 7294537, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast augmentation revision with a mentor smooth round high profile 560cc saline prosthesis and experienced right sided deflation post procedure. The deflation was diagnosed by a physician. As a result, an explant is planned for (B)(6) 2019.